Event description:
Customer reported a past low blood glucose event with a lowest level recorded at 34 mg/dl. Low bg cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.